Event description:
The pt programmer displayed a power on reset message. She was seen in clinic. Interrogation there revealed the deep brain stimulator battery voltage was 2.71 volts. The early replacement indicator message displayed. The hcp decided to replace the implantable neurostimulator. The battery depletion was not normal. There was no pt injury associated with the event. She recovered without sequela from the incident.

Manufacturer narrative:
(B)(4). The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.